Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a single lumen powerpicc was returned for evaluation. An initial visual observation of the video showed a small, circumferential split in the catheter tubing. Clear liquid was observed to leak out of the small split as the catheter was infused. Use residue was observed on the catheter tubing near the location of the split. No details of the damage could be discerned from the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that partial breakage of the catheter at 6 cm. Catheter stabilized with statlock and positioned at zero mark at the insertion site. Dwell time 128 days. The patient reimplanted PICC to continue therapy. No damage to the patient reported.